Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box data did not reveal any activity related to the original temperature issue complaint. No damages were found to the battery compartment or the battery cap. The pump electrical current draws measured within specifications. The pump was disassembled and no damages or signs of moisture were found internally. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump had a temperature issue with no physical damage to the pump. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.